Event description:
Pt woke from nap feeling the oxygen concentrator was not providing an adequate supply of oxygen. Pt switched to an oxygen cylinder and later was taken to the emergency room and admitted to hospital. Pt died (B)(6) days later.

Manufacturer narrative:
Trying to arrange for the return of the oxygen concentrator for examination. A follow-up report will be submitted after the examination is completed.